Event description:
While performing a stereotactic biopsy it was noticed that there was a significant amount of air infiltrating the saline line. The eviva needle also did not take any core specimens. A new eviva needle was opened and used and it did obtain core specimens. No apparent patient harm.